Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited low pacing impedance once it was connected to the new pacemaker. The ra lead was disconnected and reconnected to ensure an adequate connection; however, it continued to show low pacing impedance and loss of capture. The ra lead was then assessed with the pacing system analyzer (psa), which confirmed low pacing impedance and loss of capture at maximum outputs. The capture threshold and pacing impedance were reported to be chronically stable prior to the procedure. The ra lead was capped and replaced on (B)(6) 2026. The patient remained stable throughout the procedure.